Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. Clinical data was reviewed and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensor and there were no adverse trends that indicate any product-related issues. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported the freestyle libre 2 sensor detached prematurely. The customer experienced a loss of consciousness and was given glucose by a third party as treatment and the customer regained consciousness. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported the freestyle libre 2 sensor detached prematurely. The customer experienced a loss of consciousness and was given glucose by a third party as treatment and the customer regained consciousness. No further information was reported. There was no report of death or permanent impairment associated with this event.